Event description:
It was reported that the pump shut off unexpectedly multiple times. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On april 11th, 2023, the distributor reported the additional information: pump history review was performed: there was no unexpected pump shutdown observed. Duplication testing was performed: pump was connected to a power source and pump turned on. Pump functioned as intended. This event does not meet MDR requirements as defined by 21 cfr 803.